Event description:
Customer called and stated that they had a bravo capsule that failed to attach. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.